Event description:
The manufacturer received information alleging a ventilator was alarming for "low inspiratory pressure", "low expiratory pressure", "high temperature" and "low vte". The patient was unable to breath and the patient was pale and systemic cyanosis. The patient had a change in their level of consciousness. The patient required to be manually ventilated with a resuscitation bag and the patient needed to be placed on different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed.